Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault, as upon receipt the device was failing self-tests due to shock key stuck errors. This fault was attributed to a fractured solder joint on the membrane pcb. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The patient contacted heartsine to report that their device was displaying the error "shock key stuck". Inability to use the shock button may prevent or delay defibrillation therapy, which could result in adverse consequences. There was no patient involvement reported with this event.

Event description:
The patient contacted heartsine to report that their device was displaying the error "shock key stuck". Inability to use the shock button may prevent or delay defibrillation therapy, which could result in adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.